Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has three sores where the electrodes are located. The patient reported that the sores are not bleeding but the skin is broken. There was no alleged device malfunction contributing to the irritation. Patient placed bandaids over the sores per the recommendation of a physician. Follow up indicated that the skin is improving a lot, is almost healed.